Event description:
Caller reported seeing a message indicating that all deliveries had stopped, though no confirmation of this message was found in the history. There was no reported impact on the customer's blood glucose level. The customer took corrective action by filling the tubing to ensure drops came out of the cartridge and tubing, then reconnected and resumed insulin delivery. The issue was resolved, and no further assistance was required.